Event description:
It was reported that the customer had low blood glucose levels of 68 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did not exit. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into insulin pump and to run a manual prime. The customer reported that the insulin pump did not alarm no delivery. The customer was advised of a possible issue with the infusion set. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).